Event description:
It was reported that non sustained lead noise due to myopotential oversensing was observed, resulting in pacing inhibition. The lead was capped and replaced. There were no further adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.